Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the mini drawer was failed. The field service engineer replaced mini drawer engine to resolve the issue. The system functioned as intended after field service engineer the troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system mini drawer was failed. The field service engineer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.